Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation status: confirmed 2 reported events were confirmed during testing. 1 device was found to be affected by internal corrosion and missing paint chips. 1 device was found to be affected by compromised lubrication and missing paint chips. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-00234 but should be included under this report. - 3 total events were reported for this catalog number/device code combination for the reporting quarter. - 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device was not available for evaluation.   Event confirmation status 2 reported events were confirmed; the cause traced to component failure. Evaluation results 1 device was found to be affected by missing paint chips and a lubrication problem. 1 device was found to be affected by missing paint chips and internal corrosion. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 3 events had no patient involvement; no patient impact.